Event description:
It was reported that the treatment was for a simple lesion at a stenosed bissectrice (left marginal) artery at the distal third (70%). The de novo lesion in the circumflex had heavy tortuosity and heavy calcification. There was a stenosis present at the proximal part (30-50%) which was not treated. Access was through the radial artery, with a non-abbott guiding catheter. The device was prepped outside of the patient according to instructions for use. The stent was deployed, via direct stenting, without difficulty. At the deflation step, a great difficulty was felt to deflate the balloon. Negative pressure was applied repeatedly to reach and to remove the stent delivery balloon catheter. There was resistance during balloon removal from the stent at the deflation time as well. The contrast dilution ratio is 50% with iomeron and saline water. Upon doing this, the guiding catheter advanced dangerously in the artery; however, there was no adverse patient effect. There was no resistance upon removal of the device from the guiding catheter. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: 5f ebu 3.5 launcher. (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that xience prime everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.